Event description:
The customer reportedly received the following results on accu-chek advantage system 1 and 2 within a 10 minute timeframe: 239mg/dl, 350mg/dl, 135mg/dl and 131mg/dl. The customer did not confirm, the system that the results were obtained from. No actions taken. No adverse event reported. The customer did not provide strip information on accu-chek advantage system 2. A request was made for the return of the suspected product; replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 2. Reference medwatch with a1 patient for suspect device accu-chek advantage system 1.